Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this lead was not successfully implanted due to technician accidentally poked the stiff end of the standard wire through lead near the spiral when loading it on the back end of the wire. No adverse patient effects were reported. Additional information indicated that this occurred during procedure. Further, the lead was returned.